Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging an issue with the verio test strips drawing in a blood sample. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the issue began at the beginning of the year, not exact date given. The patient did not specify and error message appearing on her meter. She stated she had several onetouch verio iq meters and used a lot of verio test strips and still has the same problem. The patient did not allege any injury or receive any form of medical intervention. At the time of troubleshooting, the cca noted that the patient did not wish to troubleshoot the issue or provide serial number/lot number information. Replacement products were sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.